Manufacturer narrative:
B3) date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the reported malfunction was not confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that there was no image during preparation for use involving an olympus gastrointestinal videoscope. The customer did not provide a suspected cause of the event. There was no patient injury reported.